Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot number 2354597. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample evaluation could not be performed. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
Device with hole and leakage in the proximal body (silicone). Info from form 2023.07.004446. 10.5. Were other measures taken after the problem was identified? Yes - used new device 20g. Note: the forms from anvisa: 2023.07.003372 and 2023.07.004446 were captured under the same complaint because the event description, material identification and date of event are the same. Therefore the occurrence was updated to 2 in the grid.

Event description:
It was reported that while using 2 of the bd insyte¿ autoguard¿ shielded IV catheters there was a hole and leakage occurred. The following was received from the initial reporter: device with hole and leakage in the proximal body (silicone).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.